Event description:
It was reported that patient underwent femoral shortening procedure on (B)(6) 2012. During the procedure, the surgeon was using a size 14-15mm bone saw when the tip of the saw fractured. The tip was removed from the surgical site and the procedure was completed without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of returned device shows fracture artifacts suggesting a bending overload.